Event description:
User alleges that they experienced some system inaccuracy. Fluoroscope demonstrated locatable guide was 2cm from target. Physician corrected inaccuracy with the use of a fluoroscope. There was no injury to the pt.